Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that 241 days following placement of a biliary wallstent, the stent had migrated. The pt presented for treatment with a malignant pancreatic stricture. A covered biliary wallstent was placed. The physician noted that wallstent had migrated 241 days post implant due to tumor downstage by chemo radiation. The wallstent was removed without complication using a snare and rat tooth forceps. Balloon sweep extraction of stones and placement of a 20f pej tube was performed. The event was reported to be resolved following removal of the wallstent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.